Event description:
It was alleged that the intravenous tubing separated and leaked and the patient did not receive medication. The patient experienced a decrease in oxygen and additional medication was given.